Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013, the patient's family called for an ambulance because she was unconscious with a blood glucose level of 38 mmol/l (684 mg/dl). A correction was made with the infusion device. When she arrived at the hospital her blood glucose level was 26.5 mmol/l (477 mg/dl) and correction was made via perfusor. The patient was in intensive care for four days and was treated with antibiotics for pneumonia. The patient's diabetes specialist thinks the infusion device does not deliver enough insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.